Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual inspection via naked eye and camera magnification revealed the retaining screw was broken across the threads near the head base. Screw fragments remain on top of the abutments. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. Product experience report (per) form was not provided. Bone density type is unknown. The reported device was located on an unknown tooth site and length of use is unknown. Picture provided by customer was indistinct and fractures could not be confirmed from it. A device history record (DHR) review could not be performed since the lot number associated to the item was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the screw dating back to 12 months. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events (complaint category keyword: functional: fracture: screw). Complainant reported that the abutment screw broke off inside of the biomet implant. The reported complaint could not be confirmed. The abutment/abutment screw was not fractured. The following sections have been updated: d9: device available for evaluation change ¿no' to 'yes'. H3: device evaluated by manufacturer: change ¿no' to 'yes'.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Weight unknown / not provided. Lot number, expiration date, and unique identifier (UDI) number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that 4 screws broke in well seated biomet implants. She suspects over torquing. Doctor was able to remove the broken screws. Patient returning for replacement. This is report 3 of 4.